Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed 1 separation on the catheter shaft. The separation is located 54cm from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch 2 catheter was selected for a thrombectomy procedure in the distal left anterior descending artery. The catheter separated mid shaft during preparation, the device did not enter the patient. The procedure was completed with a different device and there were no patient complications reported.